Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that diagnostics revealed high impedance on the leads. Surgery occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33108. It was reported that the ipg could not be set to MRI mode due to impedance problem with the leads. Troubleshooting did not resolve the issue. Surgery may occur to address the issue. Surgery may also occur due to ineffective therapy as documented in manufacturer report numbers 3006705815-2020-33105 and 3006705815-2020-33106.